Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during the first postoperative meeting with the patient, the patient stated he had not been able to communicate with his scs ipg and the patient controller. The patient controller showed generator unavailable. Troubleshooting found the clinician programmer displayed the following message: "a problem was found with the generator that could not be repaired." Additional troubleshooting and review of the generator logs determined the patient's scs ipg was in the service application mode or inoperable. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient's scs ipg was explanted and replaced with a new one. Stimulation therapy was reportedly restored postoperatively.